Event description:
Healthcare professional reports that higher than expected pt/inr results were generated with the hemochron jr signature plus microcoagulation and j201c cuvette system. The therapeutic target range for the patient was 2.0-3.0 inr. Test 1: "out of range high" error message. Test2: 5.0 inr. Test3: 2.0 inr (generated with reference instrument). It was noted that other patient tests performed on the same day, using the same instrument did not have any issues. There were no changes made to the medical management of the patient based on the pt/inr results; no adverse events were reported.

Manufacturer narrative:
(B)(4). Method: actual device was evaluated. Process evaluation was also performed; no related ncrs were identified for this instrument. Result: the complaint issue was not able to be confirmed during the instrument evaluation. Conclusion: unable to confirm the complaint. Itc has requested all data required for form 3500a.